Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: npi, error 800.8000 on pcu 8015. Case notes: problem description: (B)(4). To isolate problem fault 800.8000 to the logic board for repair/replacement. Customer had tried to re-flash the operate software back onto the device.